Manufacturer narrative:
The reported event that the tip was broken off was confirmed through visual inspection. During the visual inspection it was also observed, that there were whiteness marks, indentations, that the device may have been struck with a mallet as reported in the event description. Striking the device with a mallet can cause or contribute to the failure of the device. Striking the device with a mallet is contrary to the IFU; ¿do not apply any physical impact to the navigated instrument, such as with a mallet or a similar tool. Any impact will cause product damage or operational failure due to battery movement.¿

Event description:
It was reported that the tip of the thoracic pedicle feeler broke off during a posterior spinal fusion procedure. The pedicle feeler was reported to have been used with a mallet. The case was completed successfully without any delay. The fragment was removed without harm or injury to the patient. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the thoracic pedicle feeler broke off during a posterior spinal fusion procedure. The pedicle feeler was reported to have been used with a mallet. The case was completed successfully without any delay. The fragment was removed without harm or injury to the patient. There was no medical treatment or intervention required as a result of the event and no adverse consequences.